Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date the issue began had been overwritten due to continued use of the pump. Bolus deliveries were calculated based on the bolus history and black box data over a 5 day period. The total bolus delivery calculations on each day match the total daily dose history with no discrepancies. The complaint that the bolus totals in the pump were calculating with a greater than 5% difference was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; basal delivery totals in total daily dose match the active basal program or are as expected, the basal history matches the active basal program settings, but the bolus totals do not match with a >5% difference. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.